Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings:investigation revealed that there was moisture behind the display. Unrelated to the complaint, investigation revealed that the battery compartment was cracked, there was a battery compartment leak, there was internal moisture damage, and the display screen was dim/faded/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.